Manufacturer narrative:
(B)(4). Evaluation, method: (film). Evaluation, results: inherent risk of procedure (wire breakage), patient's condition affected effectiveness of device (aortic neck angulation). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (aortic neck angulation).

Event description:
An archer guide wire was used as an accessory product in a patient during the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. The aortic neck was angled 60 degrees supra-renal and 40 degrees infra-renal. It was reported that the archer wire came apart when it was being removed with the nose cone of the delivery system. During removal of the wire the physician visualized what appeared to be 3 wires while the nose cone was being retracted. On removal of the guide wire through the nose cone of the stent graft delivery system, the wire caught on the nose cone and caused the wire to stretch and structurally unravel. On identifying the issue the wire was further manipulated until it was able to be withdrawn through the stent delivery system external to the patient. No clinical sequelae were reported and the patient is fine. The wire was returned and its evaluation has been completed. The device was returned coiled up in the sterile pouch. The wire length was intact and no section was missing. The out spring was unraveled and stretched distal to the proximal weld to approximately 3 cm from the distal weld, leaving the gold-plated ro coil and the distal section of the core wire exposed. The gold-plated spring got detached from distal weld. The proximal weld was intact. Evaluation of the wire could not conclusively determine a root cause. Evaluation of intra-operative still images showed the wire in the stretched position and inner wires exposed; however, the images did not show where or how the taper tip gotten caught on the wire.